Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and a lead safety switch occurred. During the daily measurements and the high impedances, the patient began feeling muscle stimulation. Boston scientific technical services (ts) discussed the product function and suggested bringing the patient in for further troubleshooting. This lead remains in service. No adverse patient effects were reported.